Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer mentioned that her screen is scratched and has some difficulty seeing the numbers. The customer was offered to send her a cot but declined and will wait until she get a new device.

Manufacturer narrative:
The insulin pump was received with severely scratched display window noted. The insulin pump also had broken battery tube thread, broken reservoir tube lip and cracked case near the display window corners.